Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia, hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 8 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced hypoglycemia earlier the day of the event around 6 o¿clock. The cgm read 130 mg/dl and the bg read was 37 mg/dl. The patient stood in the kitchen, experienced confusion, lost balance, and finally lost consciousness. She cannot exactly remember other details as according to her during hypoglycemia her brain was ¿not working.¿ the husband assisted the patient and treated her with a giant glass of juice. The patient regained consciousness and at that time the bg reading was 57 mg/dl. About an hour and a half later her cgm was reading low (40 mg/dl). The patient finished making dinner and ate dinner. After eating, she checked her glucose again because her cgm was still reading low, and she knew she was not low anymore. At that point, the bg reading was 336 mg/dl. The patient was experiencing headache, feeling thirsty and felt terrible. The cgm was reading around 40 mg/dl and the bg reading was around 300 mg/dl, it she had already done three calibrations. Based on the cgm reading the tandem pump was not providing insulin to the patient. She took bg readings every 15 minutes (350 mg/dl, 340 mg/dl and 331 mg/dl). At the time of report the patient was not doing well as she was experiencing hyperglycemia. The patient was self-treated with insulin injections but was not receiving insulin via pump. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.